Event description:
It was reported that the lead exhibited loss of atrial capture even at 7 v. The follow-up reports showed that atrial signal amplitude had decreased from greater than 3 mv to 1.2 mv.

Manufacturer narrative:
Na